Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected for use. During the procedure, the physician administered a partial dose of heparin to the patient while obtaining access. Once the physician was on the right side of the heart, prior to the transeptal puncture (tsp), a clot was observed on the was sheath. The physician removed the dilator, aspirated the was sheath, and proceeded with the tsp. A total of 7,000 units of heparin were administered to the patient. Once the was sheath and dilator were on the left side of the heart, another clot was visualized on the dilator. The physician removed the dilator and aspirated the was sheath. The physician stated that full aspiration was not possible due to the size of the clot. The was sheath was removed and flushed. The clot was flushed out of the was sheath and onto the pigtail catheter. The physician requested a new was sheath and pigtail catheter. The new was sheath and dilator were advanced to the left side of the heart, where another clot began forming on the pigtail catheter. The pigtail catheter was removed and found to have catheter thrombosis. The activated clotting time (act) was drawn after addressing the clots and measured 91 seconds. The anesthesiologist confirmed that the IV was functioning properly. The procedure was cancelled, and a consult with hematology is planned. The patient is expected to fully recover.